Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the tip of an expressew iii needle broke off in the patient during a rotator cuff procedure. The needle had been fired fifteen times prior to breaking on a final pass in thick tissue. The surgeon retrieved the broken piece of needle from the patient, with a delay in the procedure of about a minute and a half. The surgeon used eight strands of suture, using both orthocord and fiberwire, along with three anchors to complete the procedure with no adverse patient consequences. The complaint device was discarded by the customer.